Event description:
It was reported that following a trial procedure the patient developed weakness in both legs. It was noted that the patient developed hematoma from surgery. The patient underwent a lead pull procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7083007/7074395/7083252/7083523.